Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, scratches on the frame, dents and bends on the outer tube, dirt on the objective lens. A root cause could not be identified. Based on the investigation results, no issues were detected. Also, for fiber breakage, scratches on the frame, dents and bends on the outer tube, the cause was traced to component failure; for dirt on the objective lens, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's picture was intermittent and static. The issue was found during set up / inspection for use. There was no patient involvement.